Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a legal representative of the patient regarding a trial patient for spinal cord stimulator. It was reported that patient underwent a spinal cord stimulator trial with electrode placement, which initially installed and activated to the left side of patient's spine. However, when the healthcare professional activated the spinal cord stimulator with electrode placement to the right side to patient's spine, patient experienced immediate and excruciating pain to the right side of their body, numbness, paralyzation, weakness down to the lower extremities of the body and burning sensations and popping sensations across the legs. Furthermore, the spinal cord stimulator trial with electrode placement caused patient harms and related losses, including but not limited to pain, suffering, inconveniences, fear, anxiety, emotional distress, humiliation and disfigurement. Patient underwent this trial because they suffered chronic low back pain as a result of pre-existing injuries due to prior motor vehicle accidents they were involved in. It was alleged that the spinal neurostimulator device was defective in design and/or manufacture, which defects caused and/or contributed to causing the injuries suffered by patient. No further complications were reported as a result of this event.

Event description:
It was previously reported on (B)(4) 2018 that the neurostimulator device failed due to a manufacturing defect. Additional information was received from a legal representative regarding a patient on (B)(6) 2019. It was reported that the patient received a trial external neurostimulator (ens) on (B)(6) 2016. The patient was awake during the surgery and began feeling extreme pain and loss of mobility. The outcome of the procedure resulted in several severe medical ailments and hospitalization. The patient incurred harms and losses including but not limited to hospital, medical, therapy, diagnostic and pain management; as well as losses for pain, suffering, convenience, fear, anxiety, emotional distress, and disability. The patient sustained personal injuries as a result of this event. No further complications were reported or anticipated. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.